Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported sores under the ECG electrodes. The sores were described as red and itchy. There is no alleged device malfunction. The patient's physician prescribed an ointment. Follow-up indicated that the skin irritation was improving.